Event description:
It was reported that during a percutaneous coronary angioplasty, the radiopaque markers on the balloon were not visible under fluoroscopy. The lesion was located in a left anterior descending artery. The 2.5x15mm apex monorail balloon was advanced to the lesion and when the physician inflated to 10 atms to pre-dilate the vessel, the physician could not see the radiopaque markers. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is satisfactory. The next day, the facility examined the balloon using fluoroscopy ex vivo and was able to see the radiopaque markers.